Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer during routine check that the cardiosave intra-aortic balloon pump (iabp) batteries were not charging. There was no patient involved.

Manufacturer narrative:
Update fields: b4, g1, g3, g6, h2, h3, component code, investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: d10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. No current coming from power management board so the fse replaced power management board. Charging batteries ok. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.